Event description:
A malfunction was reported on the pump by the caller. There was no reported impact on the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, which resolved the malfunction. The customer was advised to continue using the pump and to contact support if the issue recurs.